Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a failure with the recharger antenna. It was confirmed that the recharger got hot right where the cable goes into the coil. The insulation also has a hole in it right by the coil and is bunched up. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had issues charging the ins. He is getting message of "device not found" and he described the passive recharge screen. The ins was depleted and has been depleted for about 6-8 hrs. It was reviewed that while in passive recharge session, ins is charging but pt will not have communicate to the controller until battery is 30% or greater. Pt indicated that screen was showing 30% charged and excellent coupling. Stated screen kept changing from excellent charging to checking recharger to device not found. They continued to adjust the paddle over implant. Pt got back to charging excellent screen. Reviewed that he needs to continue charging until battery is full and to make sure stimulation is turned on. Pt confirmed stimulation status as being on. Informed patient to monitor charging and if this issue continued. Pt reporting increased pain but doesn't think it is related to the device being off. Pt mentioned he might be going to the ER tonight. It was further reported that the patient was having a problem charging the device. The caller did not have any specific details about the problem and planned to meet with the patient on (B)(6)2021. The caller indicated that the patient needed to put the ins in MRI mode and the caller thinks that the ins is depleted. The caller was not with the patient. The manufacturer representative was working with pt in passive charging. Passive charging screen shows 0 ,0, 0 or else 0, 0, 100 but numbers aren't changing even when charger is brought away from pocket area. Caller also noticing that base of recharger is very hot. Caller had a spare antenna to try and then he was getting numbers in 60's (midair) and then 100. The issue with pt's inability to charge started this past saturday, may 15, 2021. Additional information was received. It was reported the replacement recharger resolved the depleted ins and charging issues.